Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate shock therapy due to the ventricular fibrillation therapy assurance (vfta) algorithm. Programming changes were discussed but unknown if they were performed. The patient condition was unknown.